Event description:
Hcp suspected that the placenta had adhered to the abdominal wall and that is why the patient's uterus couldn't contract and why the jada stopped working [device ineffective] caller reports the hcp states his best guess is the abdominal wall and placenta were adhered together and that is what stopped her uterus from being able to contract. [Uterine contractions abnormal]. Case narrative: this spontaneous report originating from the united states was received from a physician via clinical account specialist (cas), referring to a female patient of an unknown age. The patient's medical history included cesarean section and pregnancy. The patient's current conditions included multigravida and placental disorder. The patient's concomitant medications and past drug reactions/allergies were not reported. This report concerned 1 patient and 1 device. On (B)(6) 2023 (also reported 2-3 weeks ago), the patient was inserted with vacuum-induced hemorrhage control system (jada system) 2.0 (dose/frequency: as prescribed by the physician) via vaginal route by the attending physician for postpartum hemorrhage (postpartum haemorrhage). The vacuum-induced hemorrhage control system (jada system) worked for a minute, but then the physician suspected that the placenta had adhered to the abdominal wall and that was why the patient's uterus couldn't contract and why the vacuum-induced hemorrhage control system (jada system) stopped working (device ineffective). The physician was not blaming the device for the continued bleeding. The physician stated his best guess was the abdominal wall and placenta were adhered together and that was what stopped her uterus from being able to contract (uterine contractions abnormal). On that day (also reported 2-3 weeks ago), therapy with vacuum-induced hemorrhage control system (jada system) was discontinued. The patient "was sent to radiology, and they did a uterine artery embolization to stop the bleeding. No other symptoms for the patient. No product quality complaint (pqc) was reported. Reportedly, the patient sought medical attention. No cancer and overdose were reported. The device came with blue seal valve, kit and green carton. The delivery method of current pregnancy was vaginal cesarean. No more than 1 vacuum-induced hemorrhage control system (jada system) was used. This was not the operator's first time using of the vacuum-induced hemorrhage control system (jada system). The device was not removed and reinserted for any reason. On an unknown date on (B)(6) 2023, the outcome of uterine contractions abnormal was recovered and outcome of device ineffective was unknown. The causality assessment of the event uterine contractions abnormal was unknown. The availability of vacuum-induced hemorrhage control system (jada system) was unknown. For vacuum-induced hemorrhage control system (jada system) lot number and serial number were not provided. Upon internal review, the event of device ineffective was considered to be serious due to following reason: required intervention. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. FDA code: (health effects - health impact per annex f): 4624 surgical intervention (one or more surgical procedures was required, or an existing procedure changed). This case (B)(4) is newly created to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#: 2002 from previously reported model#: 1001 in our previously submitted (B)(4) MFR number: 3002806821-2023-00095. We will be retaining the old case (B)(4) MFR number: 3002806821-2023-00095 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added in the newly created case (B)(4).

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release. This new case (B)(4) is created to accommodate product model and UDI related data correction and to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#: 2002 from previously reported model#: 1001 in our previously submitted case (B)(4) MFR number: 3002806821-2023-00095. We will be retaining the old case (B)(4) MFR number: 3002806821-2023-00095 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added to the newly created case (B)(4).